Manufacturer narrative:
According to the info provided to the MFR, the explanted lvad was disposed of by the hosp. A review of the log file submitted to the MFR for analysis revealed approx 2 hours and 23 minutes of data during which time the power recorded was between 15-20 watts, flow estimation was zero and the voltage level was recorded at 14.6 volts. The recorded pump speed remained above the low speed limit. A constant low flow hazard alarm was recorded thought out the log file until the pump was disconnected from the system controller. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was found expired at home. No other info was provided by the hosp, other than the pt had not been heard from for a couple of days.